Manufacturer narrative:
(B)(4). Conclusion: is no longer applicable for this event.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
The patient was admitted for worsening back pain. He underwent an operative assessment on (B)(6) 2013 which showed that the catheter was ¿grossly patent, although it may have become unkinked after dissecting out of pocket¿. No replacement was done. The catheter was placed back in the ¿abdominal pocket so as to prevent any kinking¿.

Event description:
It was reported that there was a pump and/or therapy problem and information as requested regarding a roller study. The patient had a loss of therapy and was to have a revision on (B)(6) 2013. It was unclear as to what was to be revised as the patient had other revisions (see manufacturer report # 3004209178-2013-06739). This device system delivered baclofen and marcaine. Additional information was requested. It was further reported that the representative was told there was evidence of former revisions based on the observations of equipment in the operating room. Reportedly the device delivered gablofen. No further details were provided at this time.